Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit shut down when the device was charged to over fifty joules. The complainant indicated that there was no patient involvement in the reported malfunction.